Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix is mostly retracted and blood/body fluid noted in the helix housing and in neck region. Set screw mark noted on the terminal pin. Analysis could not confirm electrical allegations, the lead passed electrical testing. The lead tip and helix have no visible signs of damage or defect which would lead to dislodgement. Tissue was noted entwined in the helix which is likely inhibiting helix function.

Event description:
Boston scientific received information that the patient was not sensing or capturing. The patient was admitted. The right atrial (ra) lead experienced dislodgement, it was floating in the tricuspid valve area; it was confirmed via fluoroscopy. Additionally the helix was retracted after several turns performed and removed from patient's body. Upon removal tissue was noted on the helix and lead tip. The physician was worried that tissue may be impeding proper helix function and decided to replace the lead as a precaution. The ra lead was explanted and a new lead was placed. No additional adverse patient effects were reported.